Event description:
It was reported that a patient underwent a rectocele repair procedure in 2009. When the patient awoke from surgery, she had vaginal packing and heavy bleeding when she sat on the side of the bed. The packing was taken out the next morning by the surgeon. The patient also had bruising on the pelvic bone and vaginal area. The patient was discharged the following day and bleeding continued from the vaginal, and she was nauseous and vomiting. Three days later, the patient went to the emergency room and loose stitches were found. The patient had a low blood count and was dehydrated. She was given two units of blood, antibiotics, fluids, and nausea medicine. The next day, a second surgeon took the patient back to surgery, replaced stitches in the vaginal area, and packed the vagina. The next day the packing was removed by the nurse and the bleeding continued. The patient was discharged from the hospital the same day. The patient saw her primary surgeon two days later, and upon examination was found to have a large hematoma in the vagina on left side that was draining. He then packed the vaginal area again. She returned to surgeon on the next day and he changed the packing. Two days later, the surgeon repacked the vaginal area. The following day, the packing was removed. Two days later, the patient passed a large clot from her vagina. The patient returned to the hospital and the next day, the patient was returned to the operating room to clean the area, put new stitches in, and repack the vagina. The pt went home the next day on bed rest. She then developed a bladder infection and was put on cipro. The patient continued to have slight pink discharge. The following month, the patient was found to have mesh in the vagina that was visible with no tissue covering it. She was given estrogen cream for two weeks. The patient is scheduled to see the surgeon fifteen days later. The surgeon told the patient that if the area in the vagina does not heal over he will have to perform surgery to cover the area.

Manufacturer narrative:
Date sent to the FDA: 10/22/2009. (Mesh exposure), (dehydration); mesh exposure occurred -conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.